Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: the vent port cover pops off easily and allows air into the tubing and medication out. Two sets of tubing from the same lot were tried, both had the same issue.